Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in the shock impedance measurements. In addition, a high, out of range shock impedance alert had been received. Technical services (ts) was consulted and indicated there was no evidence of noise in the stored shock electrogram (egm). Ts suggested to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.